Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the pump performed as intended. A supply change was performed to address the occlusion and additional occlusion alarms occurred. Customer's blood glucose level ranged between 280-290 mg/dl. Reportedly, the customer continued to use the pump for diabetes management.